Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale, corrected data: b5, h10. 8 events were previously reported during the reporting quarter; however,  - 5 events were reported in error. - 3 previously reported events are included in this follow-up record. Product return status : 1 device was received. 2 devices were evaluated in the field.

Event description:
This report summarizes 3 malfunction events in which the device had paint chips missing. - 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 1 device was received. 2 devices were evaluated in the field. 5 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 3 devices were found to be affected by missing paint chips. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device had paint chips missing. 8 events had no patient involvement; no patient impact.